Event description:
The customer received a blood glucose reading of lo on the breeze2 and felt shaky. She had something to drink and some sugar, and felt better. Customer was asked to return the test strips for evaluation. Replacement meter and strips were sent to her.